Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that patient was being revised for suspected tibial baseplate loosening at the cement to implant interface. Depuy cement was used. Attune tibial baseplate was found to be collapsed into varus. Surgeon noted that primary placement of implant was "undersized and missed cortical one rim of tibia". Knee was revised to attune rp revision tray, sleeve and stem. New insert was also implanted. Original femur and patella were left intact. No further patient information available.